Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home on (B)(6) 2018. The cause of death was still pending investigation. The caller stated that the customer did not have any prior illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. It was unknown if the customer was wearing the insulin pump at the time of death. It was unknown if the customer was using sensors. The caller declined to return the insulin pump for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
Reporter alleges apparent insulin overdose which resulted in death.